Event description:
It was reported that this patient's communicator recorded a red call doctor (rcd) icon alert, which indicates a potential change in the patient's implanted device that was not transmitted. After performing several troubleshooting actions, the issue was resolved, and the information was able to be transmitted. It seems the issue was related with the patient's ethernet, as the issue was resolved using a cell adapter and updating the patient's demographics and firmware. Further information was received indicating the rcd alert was triggered due to high right ventricular (rv) lead pacing impedance out-of-range (oor). Technical services reviewed the impedance alert and could not determine if the issue was related to lead integrity or spring contact issue, assessment from the clinic was recommended. Further information was received indicating that the patient was seen in clinic, and it was determined that the impedance was high oor when pacing was configured in bipolar, thus, a lead fracture was suspected. Sensing and pacing apparently were switched to bipolar and unipolar, respectively. However, no actual corrective actions were confirmed to have been taken or scheduled. This patient's rv lead remains in service and no adverse patient effects were reported.